Event description:
It was reported that this right ventricular (rv) lead exhibited non-capture due to high thresholds, resulting in reprogramming of the patient's device to left ventricular (lv) only. A few years prior, during a ventricular tachycardia (vt) storm multiple shocks were unsuccessful despite max output. Single noise during a hospital admission in 2022 was also noted. Technical services (ts) was consulted for further review and recommendations. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Please note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that this right ventricular (rv) lead exhibited non-capture due to high thresholds, resulting in reprogramming of the patient's device to left ventricular (lv) only. A few years prior, during a ventricular tachycardia (vt) storm multiple shocks were unsuccessful despite max output. Single noise during a hospital admission in 2022 was also noted. Technical services (ts) was consulted for further review and recommendations. No adverse patient effects were reported. This lead remains in service. Additional information: it was noted by the field that this lead has also exhibited high out-of-range pace impedance measurements. Ts also reviewed available device data and recommended both rv lead replacement. At this time, there is no evidence to suggest intervention has been performed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Please note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.